Event description:
A pt contacted zoll lifecor customer support to report a problem with her monitor. The pt reports that when she puts the battery in her monitor it asks her to respond, but when she presses the response buttons nothing happens. The pt's suspect monitor was replaced.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The cause of the response buttons not working was physical damage to the alarm module cable. The cable jacket was cut damaging the internal wiring. The cause of the physical damage to the cable cannot be positively identified. No adverse event resulted from the damaged cable. The pt received a replacement monitor.